Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered chronic pelvic and vaginal area pain as well as severe pain during intercourse, urinary incontinence, urinary retention, leakage and abnormal constipation. In addition to physical pain and discomfort, pt suffers psychologically and emotionally.